Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed self-test alarms. The customer stated that the alarms happen 1 or 2 times a day at random times. The customer also reported that the device was cracked at the battery compartment. Blood glucose the morning of the call was 235 mg/dl and 145 mg/dl. During troubleshooting, the insulin pump failed the self-test. It was advised to discontinue the use insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.